Event description:
It was reported that post a stenting treatment procedure, patient complications occurred. The patient presented to the emergency room with discomfort following a physical workout and returned the following day for cardiac catheterization. A boston scientific stent was deployed in the unspecified target lesion. Post procedure, the patient has experienced discomfort and "terrible cramping and spasms in the middle to left quadrant" of his chest. Additional information has been requested and is not available.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).